Manufacturer narrative:
(B)(4) follow up. It was reported there was coring issues. As a sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, three photos were provided for evaluation by our quality team. The photos show a syringe with a dark colored speck at the bottom of the syringe barrel. They also show syringes with a dark colored speck in the solution. No other information could be obtained from the photos. A device history record review was completed for provided material number 305180, lot 4178014. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. Without the actual physical sample analysis, a probable root cause could not be offered.

Event description:
No additional information received.

Event description:
Material #: 305180 batch#: 4178014. It was reported by customer that thy had several reports of coring issues with the bd blunt fill needles consistent core rubber stoppers and cause rubber fragments to dislodge into the vial or syringe. Verbatim: what: coring of vials with rubber stoppers when bd blunt fill needles are used the specific drug varies - reports with cefazolin, propofol multiple providers have reported this issue over the past month. Product 305150 lot#4178014 nov28. Product 305150 lot#4178014 nov28. Product 305150 lot#4178014 nov26. Product 305150 lot#4178014 nov17. Additional information: yes, I can confirm that there was a typo and the material # for lot 4178014 was 305180. Unfortunately, I do not currently have a sample of the affected products but our site has previously sent some samples in relating to this issue about 2 weeks ago.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.